Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a possible keypad anomaly; the device was suspending on its own. The patient's blood glucose at the time of incident was 263 mg/dl. Troubleshooting was initiated for the keypad anomaly. The caller stated that the keypad anomaly occurred several times throughout the day. Block mode was inactive. The device was not dropped. There were no stuck button alarms in the alarm history. The device was functioning at the time of call; however, the insulin pump will be returned for analysis due to suspending multiple times per day on its own.

Manufacturer narrative:
The device was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 3 days and no unexpected pump suspending on its own anomaly was noted. The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The device was received with minor scratched display window.